Event description:
It was reported that the patient's implantable cardiac monitor (icm) fell out at some point. The whereabouts of the device are unknown. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.